Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was hospitalized and admitted to the intensive care unit one day prior to the peritonitis diagnosis for suspected peritonitis and another indication. Treatment was not reported. It was reported the patient was recovered from this peritonitis event. Action taken with dianeal therapy was not reported. No additional information is available.